Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: eps05 => eps07. The device became not to activate after the device was used for 10 minutes, although the device had been activated properly before use. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a laparoscopic ob-gyn procedure, the device became not to activate after the device was used for 10 minutes. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2020 the instrument was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. Due to condition of the device we were unable to investigated further the cautery issues as reported. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to how the tip of the electrode got bent.